Manufacturer narrative:
Product discarded by customer.

Event description:
It was reported that during a surgical procedure at the user facility the attachment tip broke. Another product was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.